Event description:
It was reported that a resume pump alarm occurred. It was reported that the customer experienced an elevated blood glucose level of 600 mg/dl with moderate ketones. The customer received assistance from the school nurse who administered a manual injection of insulin. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.